Event description:
This event involved a patient 4 years post heartware lvad implantation that experienced a change of power source in the controller earlier than expected. The batteries and controller were removed from the patient and a new set was supplied. No harm or injury to the patient was reported as a result of this incident.

Manufacturer narrative:
The batteries and controller were returned; various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Thorough external visual inspection of the batteries and controller revealed no signs of physical damage or contamination. Review of conformance material record confirmed that the controller and batteries met all requirements for release. The returned controller ran normally with no fault alarms or errors. Functional analysis of the batteries revealed that two ((B)(4)) of the seven returned batteries revealed a faulty cell pair compromising the batteries performance; however, the "change in power source" event could not be confirmed or replicated during functional testing. An internal investigation (CAPA) has been open to address the issue. No additional information will be forthcoming. This is one of two reports (3007042319-2013-00248 and 00249) submitted for devices related to the same event.